Event description:
The customer reported that while running a hepatitis assay, summit sample handler failed to pipette sample into position e3 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.